Event description:
While in the cath lab, the md inserted the sheath via the left femoral artery. The iab was inserted to assist during percutaneous coronary intervention, and the iab was connected to a datascope pump (model unk). After the procedure, the pump and iab worked problem free. In 2007, blood was seen in the line. The following day, the md proceeded to remove the iab. Due to heavy calcification of pt's blood vessel, clinician cut vessel to remove iab. The clinician then pulled the iab with force that caused iab to become damaged. Pt required an artificial blood vessel. Artificial blood vessel became blocked with thrombus. The clinician performed a percutaneous transluminal angiodilation to resolve problem & inserted another brand 35 cc catheter into pt. A follow-up report will be filed if more info becomes available.